Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that an internal buffer error e209 occurred on the subject device at an unspecified timing. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and the reported phenomenon such as the internal buffer error was duplicated and the electrical circuit board had failure. The exact cause of the reported event could not be conclusively determined. However based on the information from oekg, there was the possibility that the reported phenomenon was attributed to the breakage of a data in the internal buffer by user's inappropriate handling such as turning off the power during system reset, or the accidental failure of a particular data cell in the internal buffer. Additionally, it was considered that the failure of the electrical circuit board reported from oekg was not related to the error e209 because there was not the internal buffer on the subject electrical circuit board. If additional information becomes available, this report will be supplemented.